Event description:
The international philips field service engineer (fse) reported a ventilator displayed a check vent: blower temperature high via a 1122 error code and had multiple 1211 error code found in the event log indicating a high rate error. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse who confirmed the reported issue. The fse replaced the blower assembly, the cooling fan and the motor controller printed circuit board assembly (pcba). The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customers alleged malfunction was confirmed.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The motor controller (mc) pcba was returned for failure analysis. No anomalies were noted. The mc board operates normally.

Manufacturer narrative:
The blower motor assembly was returned for failure analysis. Visual inspection of the returned blower motor assembly revealed no obvious dust or debris on unit. There were no signs of mechanical damage of physical mishandling. There were no obvious indications of electrical overstress or overheating. There were no signs of wear on connector or cabling. The blower spins freely. A failure investigation (fi) technician installed the blower assembly into a failure investigation (fi) ventilator to duplicate the reported issue of high blower temperature. The fi technician identified the high blower temperature was caused by a failure of internal temperature sensor.